Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 550 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump did not alarm for a low cartridge and replace cartridge alarm. This complaint is being reported because the patient was not alerted to cartridge alarms.